Manufacturer narrative:
An investigation confirmed that trestle luxe set treslx250 did not leave alphatec containing the incorrect trestle luxe 2 self-drilling screws; p/n 722-24016. The set was audited by atec set administration on (B)(6) 2020 prior to its departure. It contained all the required implant part numbers as specified on the skif ID. Addition investigation also determined the chicago distributor had the suspect trestle luxe 2 self-drilling screws; p/n 722-24016 within their loose inventory. It appears at some point after receipt, the incorrect screws were mistakenly commingled by the distributor prior to the surgical case.

Event description:
It was reported that trestle luxe set (treslx250) arrived containing trestle luxe 2 screws. This caused over a 30 minute delay in the case.